Event description:
I found black particles in the mask of my CPAP machine. I didn't think much of it until I received a recall notification about foam insulation degradation in CPAP machines causing black particles to possibly be inhaled or ingested. I tried to register my CPAP machines on the philips recall site and it told me my machine is not among the list of recalled devices. But now I am worried that continuing to use my machine could result in a serious respiratory issue. FDA safety report ID# (B)(4).